Event description:
The doctor reported the implant was removed due to infection around 2 months after implant placement. The bone quality was type iii. The oral hygiene around implant site was moderate. Local infection and encapsulation were reported during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered.

Manufacturer narrative:
Please see attached summary memo.